Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(4) as follows: it was reported that: a cannulated stainless steel (ss) partially threaded 4.5mm x 40mm screw broke as it was being implanted on (B)(6) 2017. Broken screw was removed easily. No unanticipated x-rays taken and no other medical intervention required. There was no patient harm. Another screw was readily available to complete the procedure, there was no delay in surgery and patient outcome was good post operatively. This complaint involves one device. This report is 1 of 1 for (B)(4).